Event description:
On 4/7/08, baxter received a user facility medwatch. Brand "n" reported on the facility medwatch is not a product, but through investigation on 4/24/08, it was determined that the baxter product used was a CT 190g dialyzer. The gambro phoenix dialysis machine was also used. Gambro was notified by the facility previous to baxter receiving the user facility medwatch (specific alert date for gambro being notified was not provided to baxter). On 4/24/08, gambro provided the following info to baxter product surveillance: in 2008, a male with no known allergies received a hemodialysis treatment, which lasted 4 hrs. The blood flow rate was 310 ml/min. The dialysis flow rate was 500. The pt access is a right internal jugular. The access was dwelled with heparin (no further detail given). The lot number of the baxter heparin is 117100 (5000 to 1 concentrate). The dialysate: 2k and 3ca centrisol). The bicarb was gambro. The baxter saline was one liter, no lot number given. The pt reaction started immediately at the start of the treatment. The pt felt strange with numbness and tingling in the extremities. The pt was flushed and short of breath and was then placed on 2l of oxygen via nasal cannula (oxygen saturation rate of 100%). The following were the pt's vital statistics: pulse: 136, blood pressure: 138/78, and oral temperature: 96.6. The treatment was stopped and the blood in the extracorporeal circuit (217ml) was not returned to the pt. The pt completed treatment on another phonenix hemodialysis instrument. There were no further problems. The pt is reportedly doing fine at this time. No sample is available for eval. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
The sample was not available for eval. In addition, the lot number involved is unk. Lack of this specific info precludes a batch history review.